Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument was applied to cystic duct during the procedure. On the 1st firing, the jaws closed and fired, but no clip was applied to the duct. The jaws released and jaws advanced for a 2nd try where the jaws closed around cystic duct and the device was fired. The clip advanced but the jaws would not open after firing, trapping duct. The surgeon tried to release the jaws, but the jaws would not open. Proceeded to resect duct on either side of the device jaws that were clamped to cystic duct, to remove the instrument and the surgery was completed laparoscopically. The surgery time was extended 45 minutes and also the anesthesia time was extended. The applier was cleaned and decontaminated in cidex and during the reporting process, the jaws of the applier popped open with a loud pop and dispensing the clip.